Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt presented with pain and underwent a knee scope on (B)(6) 2010. The knee scope revealed scratching on femoral component and evidence of small black specks of material in knee along with ridges on some of the knee components. The pt is booked in for a revision procedure on (B)(6) 2010.

Manufacturer narrative:
Johnson and johnson medical (B)(4) reports: patient underwent left lcs knee replacement on (B)(6) 2009 utilizing a duofix femoral component. Patient presented with pain and underwent a knee scope on (B)(6) 2010. The knee scope revealed scratching on femoral component and evidence of small black specks of material in knee along with ridges on some of the knee components. A duofix femoral component funding checklist has been sent to the patient for signature, and patient is booked in for a revision procedure on (B)(6) 2010. Examination of the returned products confirmed the reported event. The investigation concluded the reported event was design related. Pra/ hhe was conducted on this reported event as well as all information will be tracked and documented though CAPA (B)(4). Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened..